Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the atrial lead exhibited oversensing episodes. The lead was reprogrammed. The patient would continue to be monitored with routine follow up.

Manufacturer narrative:
(B)(4).